Manufacturer narrative:
Establishment name(translation: a.n. Ryzhikh national research center for coloproctology of the ministry of health of the russian federation) the evaluation confirmed the reported issue of image not appearing. Additionally, evaluation found part of button number 1 (rubber cap) was missing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus device image doesn't appear. There was no death or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer (b5).

Event description:
The reported problem was found during preparation for an unspecified diagnostic procedure. A similar device was used to complete the procedure. There was no harm, delay or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was pointed out that no images were displayed due to cable failure. There was no description of the cause of the cable failure but likely due to normal wear. Olympus will continue to monitor field performance for this device.